Event description:
It was reported that the patient had 3 revisions over the course of 8 years, so he had been ¿cut open 4 times.¿ it was noted that the revisions helped, but it left more incision pain than it took care of the initial pain. It was noted that the patient went to a surgeon a week prior to the report and was trying to have the whole system removed. It was noted that the health care professional (hcp) did not want to remove the system because it had been revised so many times and they did not want to open the main incision again.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377745, lot# v002255, implanted: (B)(6) 2006-, product type: lead. Product ID: 377745, lot# v002255, implanted: (B)(6) 2006, product type: lead. (B)(4).